Event description:
Additional information was received from a consumer, and it was reported that for about a month now, when the patient tried to bolus, the handset was getting stuck at 90% for more than 30 minutes. The patient went to the doctor on the date of this report for her pump fill and they said to call medtronic. The agent reviewed data and walked the patient through deleting the data. The patient was able to connect to the pump with no lag.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID a820. Product type software section d information references the main component of the system. Other relevant device(s) are: product ID: a820, serial/lot #: unknown, ubd: , UDI#: medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a consumer (con) regarding patient programmer. It was reported that it was challenging to use the new personal therapy manager (ptm) due to arthritis in the hands. The patient stated that the handset gets stuck at 90 percent and takes forever to connect. The agent asked how many boluses in a day and the patient said 10. The agent reviewed device function and patient understood. Additional information was received from the patient who reported the cause for getting stuck at 90% was determined, a samsung data issue-known issue. Currently no steps taken to resolve the issue of the handset lagging at 90%.